Event description:
Dr removed part of l4 disc on 12/93, with fusion of l4/l3 and two plates and 4 screws. Fusion failed. Screws came loose. Also found bad disc at l5/s1. On 4/1/94, rptr had fusion repairs, l4 hardware and screw holes, intallation of 3 plates and 4 screws at l5/s1. Now rptr has inflamatory neuritis and no sex life.